Event description:
It is reported that during a coronary stenting treatment procedure, stent damage occurred. The 100% stenosed target lesion being treated was located in the mid right coronary artery (rca). The physician initially delivered an unknown size ion stent to the lesion. After deploying the stent, flow was restored, however, blockage in the proximal left ventricular (plv) was noted. The physician implanted a 2.25x12mm taxus ion stent in the lesion. However, the balloon would only partially inflate. Another attempt was made and the balloon did not inflate. Next, the physician attempted retrieving the stent from the vessel but, experienced difficulty. The physician removed the entire system at the same time and was able to successfully retrieve the stent. Upon inspection, it was noted that stent damage occurred. There were several struts lifted on the stent. A new guide catheter was inserted, cine taken, and moderate blood flow was restored to the plv. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).